Event description:
It was reported that the lead had high impedance, no threshold and a high sensing value. The lead was repositioned many times. After the lead was removed it was noted the helix "jumped out of the lead body." The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.